Manufacturer narrative:
Corrected information: patient code no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump was not through the skin and the treatment was reported as on going. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving morphine at a rate of 1.5 mg/day. It was reported that the patient had an area on the pump incision that was having some breakdown and subsequent delay in healing. The physician made the decision to remove the pump before the incision opened completely and exposed the patient to possible infection. The catheter was left in the patient and tied off. It was unknown if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The patient was currently healing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep was not present for the case as the surgeon did the surgery without their assistance. The rep did not have the pump in his possession and was not sure if it was preserved by the healthcare provider (hcp). No further information was available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-may-10. The pump was repositioned on (B)(6) 2017 and was working fine. The representative did not know the weight of the patient. That was all the information the representative had regarding the issue. There were no further complications reported or anticipated.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for non-malignant pain. It was reported that the pump was eroding the skin. It was not clarified whether it had actually ruptured the skin or not. The area of the erosion was the pocket. It was unknown if an infection was confirmed. It was stated that this had happened for a few weeks (as of (B)(6) 2017). They planned to go in on (B)(6) 2017 and put the pump in deeper. There were no further complications reported or anticipated.